Event description:
As reported: "a revision surgery was planned to be performed on (B)(6) 2024 using the blueprint planning feature. This was a pyrocarbon hemi that had to be converted to a full total shoulder due to the patient having significant pain with the hemi."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.